Event description:
Reportedly a patient noticed that the infusion of 5fu appeared to have finished on the thrid day (out of a minimum expected infusion time of 6 days). This was noticed while patient was bathing. However, the patient did not seek medical consult for the empty unit until four days after it was noticed. A nurse noted that this patient exhibited symptoms of "quite severe ppr (plantar palmar erythema), and that the patient most likely had these symptoms prior to this infusion, but that this infusion may have exacerbated the symptoms. No treatment was reported.